Event description:
A resident has fallen from the device because the weight scale section snapped off. No injuries occurred in connection to the event.

Manufacturer narrative:
Invacare portugal lda. Has requested additional information in order to evaluate the event.